Manufacturer narrative:
While no pt injury resulted in this event, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a radix anker post separated approx four months after placement. The separated piece was retrieved and a new post was placed without injury.